Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with a basal rate and several boluses were also delivered. The insulin pump delivered properly all bolus and basal profiles. No unexpected no delivery or no reservoir alarm noted during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer reported that they changed the infusion set and reservoir and performed troubleshooting but the no delivery alarm still recurred. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.